Manufacturer narrative:
Treatment tip was returned and evaluated. Tip passed flow, leak, and thermistor testing. Tip failed visual inspection, no scratches, blemishes or dielectric breakdown was observed however a dent was observed. No functional testing was possible due to tip being out of reps. According to thermage cpt system technical user¿s manual (B)(4) burns and blisters are known possible patient reaction to thermage treatment. The procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. In the rare instance of a burn that results in a scar, the scar will probably be very small and respond readily to removal with a laser device. A review of the manufacturing records showed all requirements were met. It was reported by the doctor, no system errors or anything out of the ordinary occurred during treatment. The treatment tip was returned for evaluation. No issues found related to this event during evaluation, service found a dent on the tip but dents do not cause any risk to patient as radio frequency energy would still distribute evenly across radio frequency path. Based on the available information, burns and blisters are known possible patient reaction to thermage treatment.

Manufacturer narrative:
Product has been requested for return and evaluation, but has not yet been received. A review of the device history record is in progress. Based on all available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A patient reported that post a thermage face and neck treatment they experienced multiple blisters on the face and neck. The treating physician indicated the patient was administered an unknown topical anesthetic prior to treatment. The treatment level used was determined by patient feedback during the procedure. The physician noted that the patient insisted they were tolerating the treatment fine and requested the doctor maintain the same treatment level. At the end of the procedure physician noted white bumps on the face. The physician reported that the treatment tip was inspected prior to the procedure and no irregularities were noted, however the tip was not inspected during treatment. The highest energy level used during the procedure was 4.0. The physician reported using ample coupling fluid throughout and no system errors were noted. Patient had mesotherapy the same day prior to the thermage treatment in the same area.